Event description:
It got into my airway [accidental device ingestion]. My throat got constricted [throat constriction]. I couldn´t breathe [difficulty breathing]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a 68-year-old female patient who received glycerin (biotene mouth spray (unknown)) oromucosal spray (batch number bpb9n, expiry date 28th august 2025) for dry mouth. On an unknown date, the patient started biotene mouth spray (unknown). On (B)(6) 2023, an unknown time after starting biotene mouth spray (unknown), the patient experienced accidental device ingestion (serious criteria gsk medically significant), throat constriction and difficulty breathing. The action taken with biotene mouth spray (unknown) was unknown. On (B)(6) 2023, the outcome of the accidental device ingestion, throat constriction and difficulty breathing were recovered/resolved. The reporter considered the accidental device ingestion, throat constriction and difficulty breathing to be related to biotene mouth spray (unknown). This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received by consumer via call center representative (phone) on 03jan2023. Consumer reported that "last night I sprayed the biotene in my mouth and it got into my airway and my throat got constricted and I couldn't breathe".

Manufacturer narrative:
Argus case: (B)(4).